Manufacturer narrative:
Biomérieux conducted an internal investigation: the analysis of the batch history records showed no anomaly during the control for these three (3) batches. No CAPA nor non-conformity is linked to the customer complaints regarding vidas® hstni parameter (ref (B)(4)). The samples returned were further evaluated by the r&d department. During this investigation, an interference was highlighted on the samples returned by the customer. The nature of this interference has not been identified and would be different from the typical encountered (heterophilic antibodies, rhumatoid factors, anti-troponin autoantibodies). The lack of additional? Samples did not allow biomérieux to pursue further investigation. Potential interferences with hstni reagents leading to false positive results in the field have already been described through many publications and concerned different assays in the market. The vidas® hstni kit is up to date regarding false positive results of similar interferences that were described in numerous publications and found in competing techniques. As a reminder, in the instructions for use-limitations of the method section, it's written that "interference may be encountered with certain samples containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's clinical history, and the results of any other tests performed." The vidas® hstni lot (B)(4) is within current acceptance criteria.

Event description:
A customer in (B)(6) reported to biomérieux that they have observed a non-repeatable falsely over estimated result when using vidas® hs troponin I (reference (B)(4)). The customer reported that the patient was tested because they suffered from epigastric pains. The sample was performed at the patient's home. The test result was found to be positive at 25 ng/l. This result was transmitted to the physician. The patient was hospitalized. The patient was retested at the hospital and the troponin test result was negative. A subsequent troponin test two (2) hours later also had a negative result. An internal biomérieux investigation will be initiated.